Event description:
Caller states that a pt received values with >30% difference. No values provided. No adverse event reported. No strip info provided. Requested return of suspect test system and replacement was sent. Comparison performed in a medical facility.